Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify missing segments/partial display and keypad unresponsive/button error alarm due to blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive and insulin pump had flashing display. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.